Manufacturer narrative:
(B)(4).

Event description:
The customer questioned results for multiple patients tested for ise indirect na, k, ci for gen.2 on a cobas 8000 ise module. Of the data provided for 7 patient samples, the results for 3 patient samples were discrepant. The initial results were from cups from the modular pre-analytic (mpa) system. On (B)(6) 2018 repeat testing was performed with the primary sample tube on a different module. Patient 1 initial na result was 140 mmol/l. The repeat result was 134 mmol/l. Patient 2 initial na result was 146 mmol/l. The repeat result was 139 mmol/l. Patient 3 (female with date of birth of (B)(6)) initial na result was 149 mmol/l. The repeat result was 142 mmol/l. The initial results were reported outside of the laboratory. After repeat testing was completed, the initial results were corrected. The customer did not know if an adverse event occurred. There was no allegation that an adverse event occurred. The na electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and found a clogged vacuum valve. The fse cleaned the valve and the vacuum line. The customer ran qc with acceptable results. The fse performed precision tests.

Manufacturer narrative:
The investigation determined that the clogged vacuum valve found by the fse was the root cause of the event.